Manufacturer narrative:
(B)(4). (B)(4). The stents remain in the patient. A follow-up will be submitted with all relevant information. The 3.0 x 23 mm xience v (part 1009541-23, lot 9070961) 3.5 x 15 mm xience v (part 1009542-15, lot 9081241 and the 3.5 x 12 mm xience v (part 1009542-12, lot 8103163), are being filed under this MFR#.

Event description:
Device issue: none. Adverse event: death. Onset of adverse event: after the procedure. It was reported via a trial that on (B)(6) 2009, the patient underwent an uneventful stenting in the predilated saphenous vein graft to the obtuse marginal with two xience v stents and in the predilated mid right coronary artery with two xience v stents. These stents were not overlapping. On (B)(6) 2009, the patient was admitted to the hospital with worsening cough, shortness of breath, and fever. The patient was diagnosed with pneumonia, congestive heart failure and during the hospital stay developed acute respiratory distress syndrome and a bleeding disorder. The patient was intubated for mechanical ventilation, but the patient's condition continued to decline. The patient was found to have an elevated ck and mb band, but there was no reported intervention for the elevated enzymes. The patient's ECG on admission showed a normal sinus rhythm. The patient expired on (B)(6) 2010, in the hospital. There was no additional information provided.